Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 55 units and remained static. Reportedly, the cartridge was filled with 200 units of insulin. The customer¿s blood glucose level was 145 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy and the insulin gauge displayed an accurate fill estimate.